Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint could not be confirmed. The customer returned one peel-away sheath dilator assembly which appeared typical. The dilator was found able to snap into the sheath and was easily removed. Microscopic examination confirmed that there was no damage or defects. A review of manufacturing records did not yield any relevant findings. No problem was found with the returned sample. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion in PICC room - radiology, the user had no difficulty with the cannulation or passing the guide wire into the patient's right brachial. However, when inserting the sheath introducer, it started to bend slightly then split in the center of the outer sheath. As a result a seldinger conversation set was opened to obtained new sheath introducer. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.